Event description:
It was reported that the generator had migrated within the pocket, retracting slack on the right ventricular (rv) lead, which caused lead dislodgement, confirmed on x-ray by the physician. The rv lead exhibited low sensing and a high capture threshold. The rv lead was explanted, while the device was retained at the same pocket. The patient was stable before, during, and after the procedure.